Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 84 mg/dl and sensor glucose was 103 mg/dl at the time of call. The customer's blood glucose was 95 mg/dl at the end of call. The customer stated that the blood glucose reading was over 100 mg/dl and sensor glucose was around 50 mg/dl when it triggered threshold suspend. The customer stated that they received calibration error alarm and calibrated the blood glucose again with 95 mg/dl. The customer stated that they had blood glucose reading of barely 200 mg/dl and sensor glucose was 300 mg/dl. The sensor will not be returned for analysis.